Manufacturer narrative:
The reported event was confirmed, cause unknown. Received 1 all silicone catheter. Verified material number 1758si16 and manufacturing lot number ngku1932. Visual inspection noted the balloon had ruptured. Further inspection noted the balloon had missing pieces. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer believed the attached foley complaint from the hospital may have fallen through the cracks while they were out. Customer went back in their email and did not see a response related to a return shipping label or box. They have two of the defective foleys in their office, they could be arranged for a label and box to be sent to them. These foleys were literally falling out of patients. They have worked to get different lot numbers, but it appears this issue was still occurring. They have asked for staff to continue placing concern reports on any future problems.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer believed the attached foley complaint from valley hospital may have fallen through the cracks while they were out. Customer went back in their email and do not see a response related to a return shipping label or box. They have two of the defective foleys in their office, they could be arranged for a label and box to be sent to them. These foley¿s were literally falling out of patients. They have worked to get different lot numbers, but it appears this issue was still occurring. They have asked for staff to continue placing concern reports on any future problems.